Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that damage (physical or cosmetic), blank display occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
The insulin pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Pump was also received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Pump passed the self test, active current measurement and sleep current measurement. The pump was monitored for several hours, and no blank display and power error noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during the testing. No power error 25, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: 06/17/2021 21:45:07.000, 06/17/2021 21:46:10.000, 06/17/2021 21:46:43.000, 06/17/2021 21:47:10.000. Low battery alert was recorded and found in the formatted history file on: 06/17/2021 21:01:00.000 failed batt/battery failed alarm was recorded and found in the formatted history file on: 06/17/2021 21:46:01.000, 06/17/2021 21:46:33.000, 06/17/2021 21:47:05.000, upon checking on the power data/detail trace file, failed batt alert/battery failed alarm and low battery alertwere expected since the battery has low/no power. The customer may have used a low/depleted battery. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery compartment. A missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer were confirmed. Blank display and power error were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.